Manufacturer narrative:
The has not yet been returned by the facility, but is anticipated. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was located in the peroneal artery. The physician made multiple attempts to access the lesion without success. Initially, a regalia crossing wire was able to cross the lesion, but the quick-cross support catheter was not. The quick-cross was exchanged for a corsair support catheter, which also was not able to cross the lesion. The physician then exchanged the crossing wire with the csi viperwire guide wire, while the support catheter was engaged in the lesion. The physician was able to cross the lesion with the csi guide wire, but was unable to advance it far enough for treatment. The physician then pulled the wire back to make a second attempt to advance the wire and the wire broke, leaving a portion of the wire in the vessel. The physician made several attempts to snare the retained portion of the guide wire, but was unsuccessful. A stent was deployed in the location of the wire to pin it against the vessel wall. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.

Manufacturer narrative:
Device analysis: the guide wire was received without the oad. The initial visual and tactile examination of the guide wire revealed that the distal core wire was fractured and curled up. The distal section of the guide wire including the spring tip was not returned for analysis. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional stresses on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the exact root cause of the fractured guide wire could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
The wire has not yet been returned by the facility, but is anticipated to be returned. (B)(4).